Event description:
The customer reported that the system's workstation would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep performed operational tests. The system was tested and found to be working as intended and put back in service.